Manufacturer narrative:
Pump received with high stop current due to c13 voltage leak on interface board. Pump passed displacement test.

Event description:
The customer reported via phone call that insulin pump had issues with her battery dying frequently. The blood glucose at the time of the incident was 114 mg/dl. The insulin pump will be returned for the analysis.